Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The probable cause was, it is possible that a tear occurred due to stress during use, or due to external factors or handling, causing the watertightness to be lost. Based on the results of the investigation, it was unable to identify the foreign material, also, it was unable to conclusively specify the root cause of the foreign material remained in the device. Since the user conducted reprocessing in accordance with instruction for use (IFU) or not was unknown from the provided information, it was unable to specify the cause of the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the forceps elevator wire. There was no patient involvement.